Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found error 23087 was confirmed but not replicated. Upon visual inspection, no damage was found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the unit performed as expected. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication errors caused by the integrated sensor assembly located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered repeated (B)(4) errors on the universal surgical manipulator 2 (usm2). The technical service engineer (tse) had the customer reboot the system but the issue remained. The customer was unable to confirm how the procedure would continue at the time of the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer continued and completed the case with the three remaining arms.